Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. After the procedure, the patient experienced ptosis and the implant demonstrated a double bubble appearance. As a result, the prosthesis was explanted.

Manufacturer narrative:
On 7/5/2018 the product investigation revealed that the returned device was in fact the contralateral prosthesis. Therefore, the supplemental report submitted on 3/16/2018 erroneously stated that this was the returned device. At the time of that report, there was no way to determine which impacted product the device belonged too. D10 has been updated to reflect the information revealed from the product investigation. (See 1645337-2018-00529 for contralateral prosthesis report) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5967367 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).